Event description:
The pt, a type ii diabetic who controls with diet, reported lower blood glucose readings with device, lot 1k520b. Approx 3-1/2 months ago, the pt opened the first bottle of test strips from the box. She consistently performed a blood glucose test 3 to 4 times daily for one week and obtained blood glucose readings in the 130 mg/dl range each time. After the one week time period, the pt did not think she needed to take her blood glucose anymore because she had obtained blood glucose readings in a normal range (130 mg/dl range). For this reason, she discontinued taking her blood glucose until 12/8/96. On 12/8/96, the pt decided that she needed to resume taking her blood glucose because she "did not feel right" (extremely emotional and anxious). She performed a blood glucose test, again with the first bottle of test strips from the box, and obtained a blood glucose reading of 18 mg/dl. For this reason, she spoke with a co rep. The pt was unwilling to perform a blood glucose test with the rep because it was not "the right time". The pt did not have normal control solution available. She did not have a check strip. The pt does not expose the test strips to extreme heat, cold or moisture. She does not keep the lid separate from the test strip bottle for a prolonged period of time. The desiccant is in the bottle. The pt has not opened the second bottle from the same box of test strips. The pt's meter was set to the appropriate code when all tests were performed. The pt stores the test strips in the kitchen.